Event description:
It was reported that one of every three indeflators from the priority packs had a leak in the rotating hemostatic valve (rhv) causing a loss in pressure when pressurized to between 12 and 14 atmospheres, which resulted in a delay in the procedure, but without negative or adverse patient effects. An automatic injector was used in all cases. No additional information was provided.

Event description:
Subsequent to the previously filed medwatch report, it has been determined that the rotating hemostatic valve was not leaking as reported. The stopcock device was leaking.

Manufacturer narrative:
(B)(4). Date of event - estimated. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The additional rhvs referenced are being filed under separate medwatch reports.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. As part of the investigation, a review of the electronic lot history record (elhr) for the reported lot was performed and revealed no nonconforming material records (ncmrs) that would have contributed to the reported complaint. Based on an expanded investigation, a product issue related to leaks for vendor lot-specific stopcock body molds was identified. Further assessment of this issue per site operating procedures is being performed and appropriate corrective and preventive actions will be implemented accordingly.